Event description:
It was reported that during an implant procedure that the atrial lead dislodged and after several attempts the helix was unable to be extended. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual examination found the helix was damaged due to procedural damage. Unable to perform helix mechanism/extension length test due to the condition of the helix as received. The cause of the reported event of helix mechanism issue was due to the damaged helix.